Event description:
Revision surgery - due to the patient's tibial poly having worn and needing to be exchanged.

Manufacturer narrative:
The reason for this revision surgery was tibial poly wear after 10.3 years in vivo. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Nmr 6252 is associated with the component involving a power outage in the cleanroom for 7 minutes and the parts were moved to sealed containers as soon as the power outage occurred; the exposure was minimized. All of the exposed components were accepted. The ncmr did not contribute to this complaint. A review of the product complaint report history showed there is one prior complaint against the 3d knee tibial insert, part number 391-09-008 that has a similar failure mode pertaining to "excessive wear". This is the first complaint for the incident lot number. The root cause for the poly wear was most likely years of normal patient use. There are no indications of a product or process issue affecting implant safety or effectiveness.